Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage advisory alarms was confirmed via analysis of the submitted log file and log file downloaded from the returned system controller (serial number: (B)(4)); however, the alarms were not reproduced during testing of the returned controller. The log files contained approximately 5 days of data combined ((B)(6) 2020 per the timestamp). The log files captured atypical low voltage advisory alarms while connected to 14v batteries on (B)(6) 2020 from 13:36:43 to 14:34:28 due to the voltage levels fluctuating, causing the voltage to drop below the low voltage threshold. The atypical alarms occurred on the black power lead. The driveline was disconnected on (B)(6) 2020 at approximately 10:33:55 to exchange the system controller. No other notable alarms were active in the log files. The alarms did not affect the controllers ability to operate the pump at the set speed. The system controller was connected to 14v batteries and a mock circulatory loop and no issues or atypical alarms were observed, including when manipulating the system controller power cables by hand. Evaluation of the power cables revealed slightly elevated resistances on the underlying wires, which is consistent with conductor breakdown; however, this did not affect the functionality of the controller during testing. The controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The root cause of the reported low voltage advisory alarms could not be conclusively determined through this analysis; however, the conductor breakdown in the power cables could have contributed to the reported event. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(4) was manufactured in accordance with manufacturing and qa specifications. Heartmate ii instructions for use section 7 alarms and troubleshooting and heartmate ii patient handbook section 5 alarms and troubleshooting cover all alarms (visual and audible), including the low voltage advisory alarms, and the actions to take if the issue does not resolve. Heartmate ii instructions for use section 8 equipment storage and care and heartmate ii patient handbook section 6 caring for equipment explain how to properly care for the equipment, including their 14v patient cable and system controller power cables. Additionally, heartmate ii patient handbook section 10 entitled safety checklists, instructs users to regularly inspect their accessories including their patient cable, and controller power cables for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient is experienced battery charging issues. There is a history of power outage that was reported and thought to be due issue with charging batteries. The batteries were replaced and old batteries were sent back. Patient batteries are draining at different speeds and one battery drains faster than the other. Patient has noted that black cable battery was draining much faster than white cable battery. Controller exchange was performed in clinic on (B)(6) 2020. Log file analysis showed an odd string of low voltage advisories while on battery power. Events resolved after controller exchange.